Event description:
During surgery, it was reported that the cement set in only 8 minutes. The cement was stored in a refrigerator from 2-3 days before the surgery until 3 minutes before using. The mixing time was 30 seconds. The cement started to harden in 2 min. 30 sec. After starting to inject. The operating room temperature was at 23 degree c.